Event description:
Our office in europe received a report from an optician who indicated a female pt experienced and allergic reaction with ocular inflammation and was treated with an unk medication after using blink contacts lubricating eye drops for three (3) days. Her symptoms apparently resolved. Once week after, she discontinued treatment with the medication, she developed more "problems' including corneal edema. The pt was unable to work while she was experiencing symptoms. Several weeks later, the optician reported that after a follow up visit to the ophthalmologist, the pt was told that what she suffered from was due not to our product but to other substances (not further specified). When the pt switched from a non-preserved rewetting drop to preserved blink contacts, the product exacerbated a problem caused by something else (not further clarified). The pt has returned to wearing contact lenses for a few hours a day and a refractive surgery has been scheduled.

Manufacturer narrative:
Used for manufacturing record review, chemistry and microbiological testing. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of the retained unit for the reported lot were within specifications. Microbiological evaluation of the retained unit form the reported lot showed the solution to be sterile. The root cause has not been established.